Event description:
It was reported that the patient underwent a lead revision only (in which the leads appeared to be broken, per surgeon). Diagnostics during the lead revision were within normal limits. After a return to clinic, it was seen that the patient had high impedance yet again. The old generator remains implanted (however new leads were inserted, as previously stated). This report captures the high impedance on the replaced leads. MFR rep# 1644487-2023-00052 captures the initial high impedance/lead fracture that resulted in the lead revision on the patient's explanted leads.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.